Event description:
It was reported that a foreign body was identified in a patient's cranium by CT scan that was suspected of being a dissecting tool. It was determined that a dissecting tool had broken during a frontal sinus procedure performed about 1 month prior. It was known that tool had broken during the procedure, but was thought to have been retrieved. Surgery was performed to remove the tool fragment without issue. The fragment was discarded. There was no patient impact. No additional patient information was available. A report was filed with the hospital's risk management group.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the part was not returned. It was confirmed that the patient is doing well. Event date estimated. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."